Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6) 2018. The transmitter was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test passed. Pairing test with nordic bluetooth device passed. Global transmitter final functional test passed. A bin file analysis was performed and failed. The complaint is confirmed because there were inaccuracies found between the meter and cgm values. A root cause could not be determined via product evaluation. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No additional event or patient information is available.